Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while implanting the right ventricular (rv) lead the catheter valves had back-bleeding. The lead was able to be implanted. It was post-operatively noted that the rv lead was oversensing atrial events and undersensing r-waves. The lead was re programmed and no undersensing or oversensing was noted after reprogramming was complete. The lead remains in use. The patient is a participant in (B)(6). No patient complications have been reported as a result of this event.